Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (4,000 mcg/ml in explanted pump and 2,000 mcg/ml in new pump. At 1,398 mcg/day simple continuous rate) via an implantable pump. It was reported that there was infection at the pocket site. The cause was unknown, but they were getting treated for urosepsis when the event occurred. The patient received antibiotics then surgery procedure while being hospitalized. The whole system was removed and replaced but they refused to return the system. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. The patient has history of a spinal cord injury that happened 20 years ago and, according to his wife, was being treated for urosepsis prior to the current infection. He was hospitalized for a recurrent urinary tract infection (uti).